Event description:
It was reported that a patient was being treated for wide neck ruptured supraclinoid aneurysm with a flow diverter stent and embolization coils. First coil selected was embolized in the aneurysm sac without detaching it. Based on the artery diameter and the desired landing zones, the 5.0 x 26 x19 flow diverter stent was selected and loaded in a microcatheter. Deployment started from the origin of the mca and the neck of the aneurysm was covered successfully. Runs were taken and all was good. While deploying the concerned flow diverter stent in proximal landing zone in cavernous ica, it was realized that the stent was not getting opened. The physician tried different maneuvers to open the stent but without success. The physician took a run and realized that there was a clot in the unopened part of the stent. The physician immediately decided to re-sheath the device and administered an antiplatelet medication (tirofiban). The procedure was completed successfully with the use of another same model flow diverter stent of different size.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation.

Manufacturer narrative:
Investigation conclusion: the investigation found the stent returned detached in the introducer, which is consistent with the condition described in the reported event. The pusher was found to be curled at the distal end, which is consistent with attempting to advance the stent when it was detached. The stent was able to successfully advance through the returned introducer and an in-house microcatheter without resistance and fully opened upon deployment when loaded correctly onto an undamaged in-house pusher during the investigation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the stent detachment, but this condition is consistent with attempting to resheath the stent when the introducer was not fully seated in the hub of the microcatheter during the procedure. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the stent expansion issue described in the reported event.